Event description:
On (B)(6)2024 information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their controller was not working. Patient clarified when they unlock the controller or try to change settings, they will see settings not available and not be able to change the settings. Patient said the issue started about a week ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6)2024. The patient reported the cause was not determined; patient still needs to get x-rays to see if the lead is fractured. Patient to get x-ray and consult with hcp if a revision or replacement is needed. Appointment is on (B)(6). Additional information was received on 2024-oct-21. The pt reported they will need to have the stimulator replaced, and opted to go with a competitor's implant sometime in the winter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider's office. Provider stated the patient was seen on (B)(6) 2024 in office. It was determined that the percutaneous lead needed to be replaced. Pt met with rep and device was found to not be working. The electrodes were not working - this was found by the rep. Ins replacement was scheduled for (B)(6) 2024 but patient called and cancel procedure on (B)(6) 2024. Patient cancelled and has not called back to reschedule or been seen in office.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.